Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) has a connection issue. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health impact).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) has a connection issue. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that communication error between the power management board and executive processor board. He troubleshoot the power management to executive processor board connections including the backplane board. He replaced pcb, power management ,rohs and unit worked fine. Cardiosave iabp pm services completed. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. The unit was returned for clinical service upon completion.